Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested in spec. Device was sent for preventive maintenance under service (B)(6). Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Details of history log: log review shows last infusion before svc plug was a piggyback infusion on (B)(6) 2025 and 12:56am of 137.5ml/hr (250mg/hr) and 2 hours (dl: azithrom). At 2:56am piggyback infusion of 275ml completed and turned over to the primary infusion of 1200ml/hr. At 3:07am air alarm stopped the primary infusion with a primary volume infused of 221.07ml. Air alarm was acknowledged at 3:47am and pump was placed on standby with volumes delivered correct.

Event description:
As reported by the user facility: pump was within the first pm cycle, and a possible under infusion was reported.